Event description:
A vns patient was referred for prophylactic generator replacement. During surgery the lead insulation was found to have fluid in the outer tubing. The surgeon could not tell if this was also in the inner tubing, but confirmed there was a hole in the tubing with fluid present in the outer tubing. Diagnostics were noted to be within normal limits at the time of the surgery. The surgeon replaced the generator and the lead, due to the hole in the insulation and the fluid leak. The explanted devices were received by the manufacturer. Analysis is underway for the lead, but has not been completed to-date. Product analysis of the returned generator concluded that no abnormal performance or any other type of adverse condition was found. The device performed according to functional specification. Additional relevant information has not been received to-date.

Event description:
Analysis was completed on the returned lead portion. A portion of the lead assembly including the electrodes was not returned for analysis, and a complete evaluation could not be performed. Abraded openings were observed on the outer silicone tubing. The openings and the cut ends that were made during the explant process likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explant process. The condition of the returned lead portion is consistent with those that typically exist following an explant procedure. The set screw marks found on the lead connector pin provide evidence that at one point in time a good mechanical and electrical connection was present. No discontinuities were identified. No other anomalies were noted.